Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the cassette leaked during testing. The product was replaced and procedure completed with no patient involvement. No further information is expected or this event.

Manufacturer narrative:
The lot complaint history was reviewed; this is the fourth complaint for this finish goods lot, however, the first complaint for leakage against this lot. The device history record shows the product was released per specifications. A sample was not returned for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. We could not ascertain from the description where on the device the leakage occurred. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).